Manufacturer narrative:
Device received and inspected for reported complaint under (B)(4). Suction tubing was cut by facility, therefore suction testing was not performed. An examination of the suction pathway did not reveal any blockages or metal shavings. Pmqa received the device with no additional containers or any examples of metal shavings as reported by customer. The device did pass mechanical testing. Unable to establish any relationship between device examination findings and reported complaint. Complaint not verified. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
No lot or serial number was provided for the concomitant device. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Device history record (DHR) review was conducted for the identified lot number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release.

Event description:
It was reported that during a procedure performed on (B)(6) 2020 the physician found, after cutting, small metallic particles floating in the uterine cavity. A myosure scope was in use as well as the myosure tissue removal device. The patient didn't require any additional intervention to remove the particles nor additional treatment.